Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available. Note: the original initial MDR for this case was inadvertently submitted via the "test" account of the FDA electronic submission gateway (esg) webtrader. As the original submission was not submitted through the "production" account of the FDA esg webtrader, a new initial MDR submission is required per zoom call with (B)(4) of the FDA esg help desk.

Event description:
As reported by the user facility: brief inquiry description: IV tubing broken. Pump kept saying air in line. Opened door to check tubing, white plastic piece is broken on one side. Detailed inquiry description: IV tubing broken. Pump kept saying air in line. Opened door to check tubing, white plastic piece is broken on one side. Tubing replaced.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One sample was provided for evaluation. The sample was visually evaluated, and the loading guide was observed broken. The sample was primed and to replicate the reported defect of the air-in-line alarm on the pump, the sample was attached to the pump and then tested by running therapy while staggering the flow rate throughout the therapy. No alarms occurred during the testing of the returned sample. The sample was also leak tested and no leakages were observed. A measurement of the outer diameter of the pump segment tubing was taken and found to be 0.152 inches which meets the specification of 0.150-0.154 inches. The reported defect was not confirmed. All available information was forwarded to the supplier for further evaluation. A possible root cause could not be determined. Based on the results of the sample evaluation, the product met internal specifications. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.